Event description:
A report was received from health (B)(6) vigilance program which states, " (B)(6) 2021 at 1920 I started a propofol infusion at 40 mcg/kg/min to proximal 2 port of new right femoral cvc. The patient's bp started to drop. Then I decreased propofol infusion to 30mcg/kg/min. 1930 his bp continues to drop. I shut propofol off. I called for help. Doctor came to bedside and phenylephrine ivd given. Fluid bolus started and norepinephrine infusion started. I then looked at propofol infusion and the propofol bottle was empty. Doctor was made aware".

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
A report was received from health canada's canada vigilance program which states, " aug 11/2021 at 1920 I started a propofol infusion at 40 mcg/kg/min to proximal 2 port of new right femoral cvc. The patient's bp started to drop. Then I decreased propofol infusion to 30mcg/kg/min. 1930 his bp continues to drop. I shut propofol off. I called for help. Doctor came to bedside and phenylephrine ivd given. Fluid bolus started and norepinephrine infusion started. I then looked at propofol infusion and the propofol bottle was empty. Doctor was made aware".